Event description:
A surgeon wrote a letter to report a capsular bag tear. His letter states that during insertion, the plunger of the delivery system came out in a forceful, involuntary, jerky fashion causing the puncture of the posterior capsule by the tip of the plunger. The surgeon feels this type of issue could be mitigated if the plunger had a shorter design.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation and the information required to complete a review of product history records was not provided. No conclusions can be drawn. Additional information was requested on 03/05/2007 and 03/26/2007.